Manufacturer narrative:
Result: burned trace on printed circuit board.

Event description:
It was reported by the customer that the unit was not heating. Eval found a burned trace on the pc board. No pt involvement or adverse consequences were reported.